Event description:
Source reported they received a complaint from a hospital about the device which was implanted in 1992. The pt experienced sudden hearing loss and returned to the hosp on 10/13/1998. When the dr investigated, he found the wire and teflon cylinder had separated. The wire was attached to the incus and the teflon cylinder was found near the middle ear. The wire was removed and the cylinder was left in place because of its location near the inner ear. The dr then placed a middle ear prosthesis and reported the pt is doing well.